Manufacturer narrative:
Investigation results: the device was not returned for analysis as the delivery system was discarded at the facility and the stent remains implanted; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the eluvia device confirmed that the stent - partially deployed and stent - material deformation were a known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that partial deployment and stent stretching occurred. This 7 x 150 mm, 130 cm eluvia drug-eluting vascular stent system was selected for use during an endovascular therapy procedure. The target lesion was located in a superficial femoral artery with chronic total occlusion and severe calcification. During deployment of the stent, the thumbwheel was rotated with strong force; however, the stent did not deploy and became stretched. The pull grip was used midway, but the stent did not deploy and remained stretched. The handle was disassembled, the outer sheath was manually removed, and the stent was deployed and the procedure was completed. It was noted that stent stretching was observed in a severely calcified area, indicating that pre-dilation may have been insufficient. According to the physician, potential contributing factors included the steep vessel angle from the contralateral crossover approach, the use of a 0.014-inch guidewire, and severe calcification. There were no patient complications as a result of this event.

Event description:
It was reported that partial deployment and stent stretching occurred. This 7 x 150 mm, 130 cm eluvia drug-eluting vascular stent system was selected for use during an endovascular therapy procedure. The target lesion was located in a superficial femoral artery with chronic total occlusion and severe calcification. During deployment of the stent, the thumbwheel was rotated with strong force; however, the stent did not deploy and became stretched. The pull grip was used midway, but the stent did not deploy and remained stretched. The handle was disassembled, the outer sheath was manually removed, and the stent was deployed and the procedure was completed. It was noted that stent stretching was observed in a severely calcified area, indicating that pre-dilation may have been insufficient. According to the physician, potential contributing factors included the steep vessel angle from the contralateral crossover approach, the use of a 0.014-inch guidewire, and severe calcification. There were no patient complications as a result of this event.